Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv connection was reseated and tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed error messages while performing fluoroscopic x-ray, and would not display the dose area product reading. No pt injury was reported.